Event description:
During a stent placement procedure, the inflation device was found to be malfunctioning. Specifically, the needle on the gauge did not move from the zero position when the balloon catheter was inflated, thus the pressure at which the stent was deployed could notbe measured. The physician asked for another inflation device and the stent was deployed could not be measured. The physician asked for another inflation device and the stent was deployed and positioned successfully. At the conclusion of the procedure4 the pt died. The report from the hospital indicates that "the patient suffered a serious cardiac condition and this was the 4th. Angioplasty she got into. The stent was correctly deployed. The balloon inflated/deflated properly." The physicians wanted to report the device failure but did not feel that the death was caused by the device failure.